Event description:
It was reported that during the preparation of the 2.25 x 18 promus rx stent system, the stylet was pulled from the distal end of the catheter with resistance and the stent system shaft separated into two pieces. It is unknown if force was applied when the stylet could not be removed. The device was not used and a new same device was used to complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the u.s. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. Factors that can contribute to difficulties removing the mandrel/stylet include, but are not limited to, manufacturing, damage to the mandrel/stylet, mishandling, or damage to the inner/outer members. To ensure this is not the result of product deficiency, all catheters are 100% visually inspected for damage at numerous points in the manufacturing process and proper wire movement on the manufacturing line. It is possible that the protective sheath and stylet were inadvertently handled during removal, resulting in the resistance and shaft separation; however, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot. Additionally, a query of the complaint handling database was performed and there have been no related incidents reported for this lot. There is no indication of a product quality deficiency. Initially, the product for this complaint for difficult to remove the stylet and shaft separation was returned. However, device analysis revealed that the stent delivery system was returned with the stent dislodged from the balloon and returned partially in the protective sheath and on the stylet. The device shaft was not separated as originally reported. No additional information was received regarding the stent dislodgement and the shaft that was not separated; however, the facility maintains that the returned device is the correct reported device. Therefore, an additional part has been added to capture the dislodged stent.